Event description:
It was reported that the device would not charge properly. There was no pt associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be due to failure of the paddle assembly. After replacing the paddle assembly, proper operation was confirmed and the device was returned to the customer.